Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported called to r/v PICC as blood leaking from catheter when needleless connector removed. On assessment PICC flushing appropriately and venous return obtained with ease. Patient not experiencing any pain/discomfort or any other untoward symptoms when asked. Needleless connector removed and blood free flowing from PICC. Malfunction of internal valve. PICC removed as unsafe to discharge home with current PICC. Device exit site marking 3cm, inserted to basilic vein, secured with securacath. Not used for CT scan, no interventions to unblock the line. Used for IV antibiotics (teicoplanin, metronidazole, co-trimoxazole). No delay in patient care, cannula inserted for antibiotic dose. No harm reported. New PICC line will be required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.